Event description:
Pt reported they are infusing gamunex-c however about 50ml into the 1000ml infusion, curlin pump stopped infusing. Hhrn dontorio b advised that she unplugged the pump and still not working. Pump is showing it's on and looks like it's running however no flow (lines checked) and no error code. Pt did experience interruption and only received half of the infusion. No adverse events reported. Device is available for return. Pharmacy is replacing pump. No additional information available. Pump serial number: (B)(6). Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: patient/caregiver.